Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was found disconnected and leaked during an unspecified infusion. The nurse clamped the patient's lumen and replaced the cap on the lumen and IV line. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of disconnection and leaking from an IV set was not confirmed. The received set was functioning effectively throughout investigational testing, and no disconnections or leaks occurred. The root cause of disconnection and leaking from an IV set was not determined.